Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test. The customer¿s blood glucose was 127 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump but not able to passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received motor arm failed self-test alarm during self test due to faulty y1.